Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed a controller power up event on 15/may/2021 at 11:10:25. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 88% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 73% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 12 seconds. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of data log file revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. As a result the reported loss of power event was confirmed. The reported power disconnect alarms event was not confirmed; however, it is likely the observed communication errors are related to the reported power disconnect alarms. There is no evidence a power source lubrication procedure was performed on (B)(6). A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: battery - (B)(6), h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02, battery - (B)(6), h3: yes, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: a4 weight in lbs updated to 179 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: dvbb1d1, ICD, implanted: (B)(6) 2015; 694958, lead, implanted: (B)(6) 2006. Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-aug-2020, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun.: mfg date: 17-aug-2019. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-aug-2020, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 18-aug-2019. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that two batteries exhibited power disconnect alarms and that the controller had a double disconnect of both power sources. The controller remains in use. The batteries were removed from use. No patient complications have been reported as a result of this event.